Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the customer had high blood glucose of 604 mg/dl. Customer was upset that the sensor did not detect high blood glucose. The patient's high blood glucose was treated via manual insulin injection. Customer declined troubleshooting for high blood glucose. Customer will not be returning the device for analysis.